Event description:
Reporter indicated high lead impedance was noted during generator replacement surgery. No communication was possible prior to the surgery due to generator end of service. A new lead was implanted and the generator was replaced due to incompatibility with the new lead. Attempts for further information from the reporter have been unsuccessful to date. The explanted lead was discarded by the hospital.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.